Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00035 on 12-oct-2022. Additional information (09-mar-2023): after the service visit, no other issues have been reported. Siemens further investigated the issue and determined that quality controls were within acceptable ranges. There were no error messages that could have contributed to the erroneous result. The instrument was potentially not adequately primed and this and preanalytical variables such as bubbles present in the sample, potentially contributed to the falsely depressed human chorionic gonadotropin (hcg) result. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician. Due to the depressed result, the customer alleged that the physician discontinued the patient's progesterone treatment. The patient was redrawn on (B)(6) 2022 and the new sample was tested for hcg, which resulted higher. As a result of this elevated hcg result, the initial sample was reprocessed and the sample recovered higher than the initial result. The new sample was also tested for free beta hcg (fbhcg). There are no reports of adverse health consequences due to the falsely depressed hcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 xpi instrument. Siemens followed up with the customer and the customer notified siemens that the patient was still pregnant. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned the centrifuge drain and wash stations. The cse also verified the centrifuge speed, the hydraulic circuit functionality in taking samples and reagents, and alignments. Sample testing and quality controls (qc) were processed and recovered acceptably. On a subsequent visit, the cse replaced the dilutor seals and reagent pipette. The pipette position was recalibrated, and operational tests were performed. Sample testing and qc were processed again and recovered acceptably. The cause of the falsely depressed hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.